Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin squirting during priming and up and down buttons are harder to press. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had sometimes did not rewind and multiple restarts rewind as stops as it goes. Customer stated that insulin pump had cracks in casing, where the reservoir compartment has 2 cracks and rejected new battery. Customer stated that insulin pump had slower during rewind and up and down arrow sometimes has to press buttons twice. The insulin pump will not be returned for analysis.